Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a01 / 2.3 / android_10.